Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up loss of capture was noted when it comes to this right ventricular (rv) lead as well as a rise in pacing thresholds. A surface electrocardiogram showed a lot of artifacts and electromagnetic interference (emi). An x-ray was performed and possible insulation damage was suspected when it comes to the rv lead at the point behind the device where the atrial lead and rv lead cross over. The most recent follow up showed noise on the external machine and when the device was manipulated the emi disappeared. No noise was evident on any stored episodes. The daily measurement were reviewed and it was noted that in early (B)(6) 2017 the pace impedance measurements dropped but were not out of range. The patient will continue to be monitored closely and a follow up was booked in the future. The system remains implanted. No adverse patient effects were reported.